Event description:
According to the reporter, during the resection of small intestine tumor procedure, the device was triggered correctly, respecting the manufacturer's guidelines, but there was blood loss of 500c or more, witnessed by the hospital's sales representative. Points and over-suture (wrapping) were performed on each clamp line at the time of the surgical procedure, but as the patient in the 1st postoperative period evolved with an important bleeding, a blood transfusion was performed. The surgical time was extended 30 minutes or more due to the product problem. Patient was discharged on the second postoperative day, but remained hospitalized as of (B)(6) 2017. The patient is on medication and monitoring due to bleeding in the line of staples. The device was discarded and is not expected to be returned for evaluation.

Manufacturer narrative:
Complaint was reviewed and determined to not be reportable as the device, or a similar device, is not marketed or distributed in the us. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of small intestine tumor procedure, the device was triggered correctly, respecting the manufacturer's guidelines, but there was blood loss of 500c or more, witnessed by the hospital's sales representative. After stapling the staple line presented important points of bleeding, requiring the surgeon to make a reinforcement suture to stop the bleeding. Points and over-suture (wrapping) were performed on each clamp line at the time of the surgical procedure, but as the patient in the 1st postoperative period evolved with an important bleeding, a blood transfusion was performed. The surgical time was extended 30 minutes or more due to the product problem. Patient was discharged on the second postoperative day, but remained hospitalized. The patient is on medication and monitoring due to bleeding in the line of staples. The device was discarded and is not expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.